Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced 'no stimulation sensation.' It was reported the patient did not receive stimulation '3-5 months after implant' and that 'his spine wasn't picking up the signal.' The patient stated his physician 'revised the lead higher in the thoracic region' on (B)(6) 2012. It was further stated a manufacturer representative reprogrammed the patient to 'maximum' settings and the patient continued to no feel stimulation. The patient noted the manufacturer representative and the patient's physician 'maybe thought it was inflammation.' It was noted the 'the manufacturer representative had determined that only the bottom of the lead was working.' The patient noted 'the lead needed to be moved down, rather than up.' It was further reported the patient had an x-ray examination performed two days after initial report. The patient stated his physician told him that 'where the lead was placed was an excellent spot for the lead to be' and that 'everything seemed to be working as intended.' The patient noted the 'trial worked excellent' and that his current implant 'isn't.' It was reported that eight days after initial report, the patient again tried having the 'stimulation ramped all the way up' and 'all programming combos' and the 'only sensation the patient reported feeling was a slight cramping in his spine and some abdominal stimulation.' It was also stated the patient had a lead re-positioning revision performed in '(B)(6) 2013.' The manufacturer representative reported that the 'impedance measurements were normal' as of eight days after the initial report. It was also noted that further x-rays were ordered. The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information reported that the doctor and manufacturer's representative kept trying to turn stimulation on but "it wasn't responding." It was also noted that the doctor "should have moved it down rather than up" with regards to the lead positioning during the revision surgery. Additional information reported that the patient was prescribed anti-inflammatory drugs because it was alleged that "maybe it's inflamed." Additional information reported that the patient had multiple back surgeries which may have contributed to the event. If further information is received, a supplemental will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's device was removed. Additional information regarding the removal was requested from the physician. If received, a follow up report will be sent.